Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump developed a straight crack underneath the screen extending from the lock area downward, after which the lower portion of the touchscreen became unresponsive; the issue reflects a device fracture involving the touchscreen and resulted in trouble using the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user. The device had been synced prior to shutdown and will be returned.